Manufacturer narrative:
Correction: patient identifier was initially blank and was incorrect. The correct patient identifier is "(B)(6)".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a loss of capture, r wave variation and variable impedance measurements. A chest x-ray was performed which revealed that the lead had dislodged. The physician attempted to reposition the lead but the helix would not extend after retracting. The lead was explanted and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found normal lead characteristics.